Event description:
It was reported multiple occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. A system check was started, however, customer declined to continue. Reportedly, the customer resumes insulin when occlusion occur

Manufacturer narrative:
Removed e2403 and added e1205. Removed f26 and added f11. B1 adverse event and/or product problem. B2 outcomes attributed to adverse event. B5 describe event or problem.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. The customer had not addressed their bg level at the time of troubleshooting. A system check was started, however, customer declined to continue. Reportedly, the customer resumes insulin when occlusion occur